Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-26 (serial:(B)(6)); product type: 0195-heart valves; implant date (B)(6) 2022; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve electrocardiogram (ECG) showed the onset of new atrial fibrillation (afib). No treatment was provided. ECG the following day showed normal sinus rhythm. No adverse patient effects were reported. Additional information was received which indicated that during the valve implant procedure the delivery catheter system (dcs) resheathed the valve twice and recaptured the valve once due to too high and too low of valve placement and valve dislodgement. The valve was ultimately implanted. No adverse patient effects were reported.